Manufacturer narrative:
Model number/catalog number: sc-9208-15, serial number: (B)(4), batch/lot number: 7023258/7017273, model/catalog description: precision s8 adapter 15cm. The explanted devices were not returned to bsn as there were kept by the medical facility.

Event description:
A report was received that the patients ipg site was poorly healing. The patient underwent an explant procedure and was doing well postoperatively.